Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with his device or therapy, and it had worked great since it was implanted. It was reported that the patient received assistance on (B)(6) 2013 and his concerns were resolved.

Event description:
It was reported that there was a shocking or jolting sensation. It was noted the shocking started two weeks ago and the patient was ¿shocked in his back.¿ no falls or accidents reported. Patient outcome was not provided.